Manufacturer narrative:
The subject device was sent into olympus repair. The otv error, e118 occurred. Additionally, the foot gum is worn and the front panel is worn. Additional information was requested regarding the details of the reported event. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) became aware that the visera 4k ultra high definition camera control unit reportedly had an otv error, e118. The problem was found during an unspecified event. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that e118 errors have occurred due to ssd/mb/gpu/ power unit failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.